Manufacturer narrative:
Additional information was received that the patient had an infection after the patients ipg broke out from the skin. The patient still has to use a wound vacuum at the back. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients implant site had scabbing and discoloration of black and blue.

Event description:
A report was received that the patients implant site had scabbing and discoloration of black and blue.

Event description:
A report was received that the patients implant site had scabbing and discoloration of black and blue.

Manufacturer narrative:
Additional information was received that the ipg has broken through the patients skin and was visible from the skins surface. The patient underwent an ipg explant procedure. The explanted device was not returned to bsn as it was kept by the medical facility.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients implant site had scabbing and discoloration of black and blue.